Event description:
It was reported that the non pacemaker dependent patient's right ventricular lead exhibited high impedance and high capture thresholds. The lead was fractured. The patient presented for lead extraction for lead malfunction. During the procedure, the helical screw could not be retracted. Laser lead extraction was completed and the lead was freed in its entirety. A new lead was implanted. The patient remained stable and tolerated the procedure well with no apparent complications.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
A partial lead was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4). "A partial lead was returned for analysis." Should have been included on the previous follow up MDR.